Event description:
It was reported that the patient experienced increased pain for approximately 2 months which coincided with a long road trip. A pump reservoir volume discrepancy was noted. The actual residual volume was greater than the expected residual volume. A dye study was performed; they "hadn't seen anything in the study and couldn't push drug through the access port". A catheter kink/occlusion was suspected. At surgical revision, they decided not to do another dye study because they were having trouble passing saline through the cap (catheter access port). When the patient was opened, the catheter was found to be disconnected from the pump. They opened the patient's back and noted there wasn't an anchor in place with the catheter. They then went in one level below the current catheter and put in a new catheter. The existing catheter was tied off and was left in the patient. The pump was also replaced; the hospital kept the pump. The patient was currently only on dilaudid, but had previously been on different combinations of drugs.

Manufacturer narrative:
(B) (4).